Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37082-60, serial# (B)(4), implanted: (B)(6) 2009 explanted: (B)(6) 2014 product type extension.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that the healthcare professional (hcp) was just going to replace the ins but they found during the surgery that the lead was ¿deteriorating¿ so they replaced the lead as well. No patient complications were reported as a result of this event.